Event description:
Asr revision. Asr xl: left. Reason(s) for revision: alval/ soft tissue reaction; pain. Doi: (B)(6) 2010; dor: (B)(6) 2016. Update ad 11 may 2018 (B)(4) is a reopen under (B)(4) due to receipt of email notification from (B)(6). There were no new information reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl: left. Reason(s) for revision: alval/ soft tissue reaction; pain. Doi: (B)(6) 2010; dor: (B)(6) 2016. Update ad 11 may 2018 (B)(4) is a reopen under (B)(4) due to receipt of email notification from (B)(6). There were no new information reported.

Manufacturer narrative:
Product complaint # (B)(4). H10: the information on this report should have submitted under follow-up #2, but was erroneously submitted as follow-up #4.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H10:  follow-up #2 and follow-up #3 were inadvertently skipped.  The information submitted on follow-up #4 should have been submitted on follow-up #2.  There was no new information to submit on follow-up #3. This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports.

Manufacturer narrative:
Asr revision; asr xl: left. Reason(s) for revision: alval/ soft tissue reaction; pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl: left, reason(s) for revision: alval/ soft tissue reaction; pain.

Manufacturer narrative:
Asr revision; asr xl: left. Reason(s) for revision: alval/ soft tissue reaction; pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.